Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient continues to use the device and will be managed by the center's protocol. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues.